Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
The report events were lead dislodgement, helix mechanism issue and failure to capture. As received, a complete lead was returned in one piece with the helix retracted and clogged blood/tissue. The reported event of a helix mechanism issue was confirmed. After cleaning the lead and applying torque directly to the connector pin, the helix could be extended and retracted. The full helix extension length was measured within specification. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood/tissue. The reported event of failure to capture not was confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient presented for in clinic follow up. Device interrogation revealed loss of capture at higher outputs on the right ventricular (rv) lead. Fluoroscopy was performed and dislodgement was noted on the rv lead. The physician elected to reposition the rv lead however, the helix failed to retract. Instead, the physician elected to explant and replace the lead. The patient condition was stable.